Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot numbers h14d26027 and h14c26060 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The sample was not returned for evaluation; therefore a device analysis could not be performed. If additional relevant information becomes available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis event was unknown. In the same month as the receipt of this report, the patient was hospitalized for the event. Treatment for the peritonitis event was not reported. At the time of this report, the patient was recovering from the event and pd therapy was ongoing. No additional information is available. This is report 1 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). As the sample was not returned, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. Same patient as complaints (B)(4).